Event description:
A customer reported that a pt had rec'd peribulbar anesthesia in anticipation of having surgery. While the system was being set up, it displayed a system message and locked. The surgery was cancelled. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).